Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
Per user facility medwatch form, during surgical procedure, shears active blade broke off. Blade was retrieved. Unknown if device is available for return.